Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse called in for the customer to report a hospitalization due to high blood glucose readings. The customer's blood glucose level was unknown. The caller did not report any symptoms. The customer was wearing the insulin pump at the time of admission. The customer was still in the hospital and no further details were provided about the issue. However, the nurse inquired about having someone from medtronic sent to help the customer with her insulin pump. The product was not returned for analysis.